Manufacturer narrative:
No k# submitted as depuy orthopaedic sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Product was revised because of neck fracture after six months post-operatively.